Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the blade was unlocked, but the knife would not advance. Energy was activated but would not engage. After manipulating for a while, the device jaws would not open, unless manually opened with fingers. The jaw was really "flimsy." A competitor's device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During testing, the jaws opened and closed as expected and the blade advanced. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.